Event description:
It was reported that the procedure was to treat the heavily calcified, heavily tortuous, 50-80% stenosed left circumflex coronary artery. A guide wire was advanced to the lesion and then a 2.0x15 mm and a 2.5x12 mm nc trek balloon were used for pre-dilatation. The 2.25x18 mm xience xpedition stent delivery system (sds) failed to cross the lesion despite multiple attempts and the proximal shaft outside the anatomy separated. There was resistance during removal with the anatomy; however, the separated portion was removed without issue as a single unit. A new same size drug eluting stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual, functional, and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance and difficult to remove could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.